Event description:
On the evening of (B)(6) 2020, I had the catastrophic failure of the left front wheel of my merits p-181 wheelchair rendering it unusable. This chair is only 2 years old. It is the second one of this model I purchased directly (not using (B)(6)). The first failed in a similar but less dramatic way also after about 2 years of use. The first powerchair could be made functional by welding the tubing into which the wheel assembly is inserted back on the frame; it was after it was being done for the third time that I replaced the chair. There is an obviously a design issue if my failure rate on this product during my use is 100%. I note that there was a design change between the two units. The new one does not have a separate piece of tubing with a noticeable weld but a more direct connection and an additional support. This is the smallest of a series of three powerchairs (p-181, p-182, and p-183) of similar design but different seat and frames sizes. These can be viewed at the following link: (B)(6) this wheelchair was used almost exclusively inside a home. The only times it was outside was so that I could get from the front door of the house to the car for a medical appointment. I believe there is a serious design and/or manufacturing defect that places users at risk of serious injury. We all are quite fortunate that I was able to keep from falling onto the floor when the chair pitched forward and to the left.; had I been on the ramp needed to exit my home, I would have been on the ground with a nearly 200 lb object on my back. There is absolutely no reason that the use of this product a home environment by an elderly woman should result in repeated shearing of the wheel support.. This product is not fit for use by the disabled given its propensity for failure. FDA safety report ID #: (B)(4).